Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, a 05-year-old female child patient's infusion set's tubing had disconnected from the site, and it was never used. At the time of the event, her blood glucose level was between 150-190 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.